Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported 'any creases associated with hole.' Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, white particles in the shell, and an opening on the anterior side. A leak test and microscopic analysis were performed which identified a sharp crease opening, and an observed voice >1mm in the non-textured, valve-to-shell-bond area. The fill test inspection was performed, and the results is no blockage. Based on the device analysis, the final assessment is a sharp crease opening on the anterior side due to a fold flaw opening, and creases observed which have no relationship with the manufacturing process. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional additionally reported 'any creases associated with hole.' Device has been explanted.